Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the setscrew was damaged and it was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer's representative reported that the setscrew of the implantable neurostimulator (ins) did not advance to tighten the lead connection. During the implant, the physician tried to tighten the setscrew, however, the lead did not stay seated within the header of the ins. They tried multiple times to tighten the setscrew and each time, the physician was able to pull the lead out of the ins header. A new ins was used with success. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.